Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-33 lot# va1683a implanted: (B)(6) 2016 product type lead. Date of event is estimated . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that her device was installed in (B)(6) 2016 and by (B)(6) the lead started working ¿it way out¿. Patient stated in (B)(6), she noticed the little bump form and since then it has gotten bigger. She can feel a big knot of wires under her skin at her tailbone. It was an uncomfortable object and it was not working one bit. Patient stated it worked great the first month, then gradually started not working as well, then stopped altogether. Patient was informed that the device was working and responding but the signal was not going down the lead or not connected anymore. Patient stated her healthcare provider (hcp) said nothing can be done to keep that from happening. Patient reported she needed another surgery. Patient stated per request of hcp and manufacturer representative (rep), she came in couple months ago and was diagnosed and this was when she was aware of the issue. Patient stated she was looking to for another hcp. There were no further complications that have been reported as a result of this event.